Manufacturer narrative:
Upon inspection, the field service technician found that the component was pushed out of alignment and needed to be adjusted. The field service technician was able to reproduce the issue and verified all sensors were functional. The field service provider replaced the respective components. Future service calls will be monitored for similar issues to ensure there are no systemic problems with the device. In addition, in order to prevent collision when moving the equipment, the user manual provides the following warning: "warning: when moving the equipment, always make sure that nobody and nothing could collide with the equipment. Stop moving the equipment if any possibility of collision arises".

Event description:
A technologist was performing a foot exam, where they used a portable stand similar to the stitching stand. The technician pressed the minus button on the thu to decrease the sid for the exam. The thu did not stop moving after the button was released. The technician was crushed in between the thu and receptor. The technician had to press the e-stop to stop the movement. The technician experienced leg bruising from the incident.